Event description:
According to the reporter, the surgeon tried inserting eight (8) 5mm matrixneuro screws without self-drilling into a peek psi. While tightening the screws ((B)(4)), the head of the screws snapped off. Surgeon retrieved the broken screw heads however, they were discarded. Surgeon left the screw shaft in place in the peek implant. Surgeon switched to 4mm matrixneuro screws and completed the procedure with no further problems. No adverse effect to patient. This is 1 of 8 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The screw shaft left implanted in bone. The part was discarded and is unavailable for return and the lot number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Therefore, no further investigation is possible. However, according to the psi brochure ((B)(4)) and package insert ((B)(4)) state that screw holes, regardless of screw size and type, must be predrilled away from the surgical site. The report notes that the holes were not predrilled per the recommended procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This report is for file (B)(4).